Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Per customer, it is their policy not to provide patient information.

Event description:
It was reported that magnesium sulfate was programmed to infuse over 2 hours through secondary set with normal saline as the primary infusion. The primary bag was lowered using an extension hanger. It was later found that the secondary bag emptied after 30 minutes. There was no increase in the primary bag's volume that was noted by the nurse. The event occurred at the cancer center. The event did not event cause any consequence or impact to the patient. Although requested, additional information was not provided.

Manufacturer narrative:
The customer¿s report of the secondary bag emptied after 30 minutes instead of the programed two hour infusion was not confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear liquid was observed in both the primary and secondary set¿s drip chambers and entire length of both tubing. Functional testing showed no anomalies. The root cause of the reported over infusion of the secondary medication could not be identified.

Event description:
It was reported that magnesium sulfate was programmed to infuse over (2) hours through the secondary set with normal saline as the primary infusion. The primary bag was lowered using an extension hanger. It was later found that the secondary bag emptied after (30) minutes. There was no increase in the primary bag's volume that was noted by the nurse. The event occurred at the cancer center. The event did not cause any consequence or impact to the patient. Although requested, additional information was not provided.